Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced discomfort while they were recharging. The following troubleshooting steps were performed with guidance from the local manufacturer representative since february. It was recommended the patient use the recharger over a thin layer of clothing and decrease the charging speed. When asked if a layer of clothing was used, the patient stated they had started using a thin nightgown as a barrier. The belt was also used. The specific location for the discomfort was in the ins pocket, beneath the skin. The battery would get hot and they would experience discomfort. The implant site was healed. The sensation was present within one to two minutes after starting the recharge session, and it was present at every charging session. They were not sweaty/hot, and troubleshooting did not improve the sensation. It was recommended they use a slightly thicker cloth barrier, and also consider taking a break from the recharge session. They said the recharger was connecting fine to the implant. They were lying down on their side that did not have the implant and were using a slightly thicker cloth barrier and knew to take a break during the session. They planned to monitor each recharge session. It was reviewed that if needed, arrangements could be made to consult with technical services and an engineer. The patient noted the manufacturer representative was made aware of the issue of discomfort while recharging in february of 2021. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a burning sensation in the pocket when they charged. Troubleshooting was not required, and the issue was not resolved through troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware until last week that the patient was having a burning sensation at the site of charging. Additional information was received from a manufacturer representative (rep). The rep reported that they needed help to figure out why the micro battery that was implanted burned when charged. To be clear, not the actual charger, but the ins that was inside the patient would become hot and burn. They asked for instruction on what to advise the patient and physician to do. The heating and discomfort at the ins site during every recharge session had not been resolved. Device removal or replacement was not planned yet, but the patient wanted it corrected as soon as possible. They noted the manufacturer was made aware over two weeks ago that now the patient was feeling a burning sensation "inside [their] body" at the battery site. "Not the charger nor the outside is hot." Per the patient, it was inside of them that burned while charging. Additional information was received from a manufacturer representative (rep). The rep reported that the sensation was felt only during a recharge session and a layer of clothing was used. It was not specified whether the entire recharger surface was covered or part of the surface was in contact with the skin. It was not stated whether the use of the layer of clothing resolved the sensation. The belt was not used, and did not resolve the sensation. The manufacturer representative notedthe charger, not the skin, was hot during charging. It was the actual battery implanted in the patient that was burning while charging. They requested advice on what to tell the patient and doctor. They were put in contact with engineering. It was later reported that the rep was going to try to get some questions answered and would let them know. The patient did not want to, but was considering going to a full system replacement. The issue was around a warm/burning sensation at the ins (not superficial) while charging. Additional information was received from a manufacturer representative (rep). When asked if the layer of clothing used during recharge covered the entire recharger surface, they replied that yes, the entire skin was covered. The issue of the heating and discomfort at the ins site during every recharge session had not been resolved. The recharger did not heat up during recharge. Device removal or replacement was planned for (B)(6) 2021.

Manufacturer narrative:
Additional information indicates a now reportable event. B5 updated with entire event, as this case was previously unreported. All coding re-submitted as well for clarity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated that the device was removed on (B)(6) 2021. The device was replaced with a primary cell device. No further complications were reported.

Manufacturer narrative:
H3: analysis found that the implantable neurostimulator s/n: (B)(6), passed functional testing with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review indicated the event was reported in error. Previously reported issue of ins flipping can be found under MFR report number: 3004209178-2021-10858. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event b5: event description updated to reflect only current, non-reportable file/information. H6: removed a051207, a0706. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced discomfort while they were recharging. The following troubleshooting steps were performed with guidance from the local manufacturer representative since (B)(6). It was recommended the patient use the recharger over a thin layer of clothing and decrease the charging speed. When asked if a layer of clothing was used, the patient stated they had started using a thin nightgown as a barrier. The belt was also used. The specific location for the discomfort was in the ins pocket, beneath the skin. The battery would get hot and they would experience discomfort. The implant site was healed. The sensation was present within one to two minutes after starting the recharge session, and it was present at every charging session. They were not sweaty/hot, and troubleshooting did not improve the sensation. It was recommended they use a slightly thicker cloth barrier, and also consider taking a break from the recharge session. They said the recharger was connecting fine to the implant. They were lying down on their side that did not have the implant and were using a slightly thicker cloth barrier and knew to take a break during the session. They planned to monitor each recharge session. It was reviewed that if needed, arrangements could be made to consult with technical services and an engineer. The patient noted the manufacturer representative was made aware of the issue of discomfort while recharging in (B)(6) of 2021. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a burning sensation in the pocket when they charged. Troubleshooting was not required, and the issue was not resolved through troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware until last week that the patient was having a burning sensation at the site of charging. Additional information was received from a manufacturer representative (rep). The rep reported that they needed help to figure out why the micro battery that was implanted burned when charged. To be clear, not the actual charger, but the ins that was inside the patient would become hot and burn. They asked for instruction on what to advise the patient and physician to do. The heating and discomfort at the ins site during every recharge session had not been resolved. Device removal or replacement was not planned yet, but the patient wanted it corrected as soon as possible. They noted the manufacturer was made aware over two weeks ago that now the patient was feeling a burning sensation "inside [their] body" at the battery site. "Not the charger nor the outside is hot." Per the patient, it was inside of them that burned while charging. Additional information was received from a manufacturer representative (rep). The rep reported that the sensation was felt only during a recharge session and a layer of clothing was used. It was not specified whether the entire recharger surface was covered or part of the surface was in contact with the skin. It was not stated whether the use of the layer of clothing resolved the sensation. The belt was not used, and did not resolve the sensation. The manufacturer representative noted the charger, not the skin, was hot during charging. It was the actual battery implanted in the patient that was burning while charging. They requested advice on what to tell the patient and doctor. They were put in contact with engineering. It was later reported that the rep was going to try to get some questions answered and would let them know. The patient did not want to, but was considering going to a full system replacement. The issue was around a warm/burning sensation at the ins (not superficial) while charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they were having a burning sensation in the pocket, when charging. Manufacturing rep reported that the patient had a system revision because the ins was flipped and patient was unable to charge. Troubleshooting was not required, and issue was not resolved either.  No further complications was reported at this time.